Event description:
It was reported that during a da vinci-assisted surgical procedure, broken tie rods. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the reported issue was against the porgrasp forceps. Additionally, the correct product information and specifications were provided to confirm the correct device issue was accurately reported.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.